Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings:the pump display screen was observed to be dim and discolored with a pinkish coloration. Unrelated to the complaint, the pump battery compartment was observed to be cracked at the threads and below the bumper to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim, faded, discolored display screen. The reporter indicated that the screen was no longer able to be read safely. The issue was reportedly not resolved when the contrast setting was changed. There was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.